Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 48 mg/dl. The customer stated their low blood glucose caused by stress from their final examinations. Customer declined to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.